Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse states the fill port connector was found physically damaged. After replacing the fill port connector the iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine checkup , the cs300 intra-aortic balloon pump (iabp) is displaying auto fill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a